Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6)2026. On 07/15/2026, it was reported that the patient experienced inaccurate CGM values. The day of the event the patient received an alert for a low CG and ate something sweet. No fingerstick was done due to no physical symptoms felt that time. At 03:30 PM another low alert sounded and the patient experienced trouble expressing herself, was confused, shakiness, and headache. The patient took a fingerstick was taken the CGM reading was LOW, and the blood glucose reading was 391 mg/dL. At 07:45 PM, the patient continued to have symptoms, and called for an ambulance. The patient was brought to the hospital and when a fingerstick was taken in the ambulance, the blood glucose reading was 392 mg/dL. The CGM sensor was replaced, but could not be paired, and no CGM reading was available from that moment. The patient was treated by the paramedics with intravenous insulin. At the hospital another fingerstick was taken, and the blood glucose reading was 319 mg/dL. Intravenous treatment with insulin was continued. No further medication was reported and the patient was discharged on the same day at 10:30 PM. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the D zone of the Parkes Error Grid. At the hospital, there was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.